Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient was experiencing ineffective therapy and has never felt relief. Surgical intervention took place where the ipg and lead were explanted to address the issue.